Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) system visited the hospital after a syncope episode. The health care professional (hcp) called technical services (ts) for a consult review of the presenting electrogram (egm). Upon review, the presenting egm showed there to be a right ventricular automatic threshold (rvat) test recorded by the device. The hcp felt the rvat correlated with syncope. Ts advised hcp to consult with cardiology. At this time, the crt-p remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) system visited the hospital after a syncope episode. The health care professional (hcp) called technical services (ts) for a consult review of the presenting electrogram (egm). Upon review, the presenting egm showed there to be a right ventricular automatic threshold (rvat) test recorded by the device. The hcp felt the rvat correlated with syncope. Ts advised hcp to consult with cardiology. At this time, the crt-p remains in service. No adverse patient effects were reported. Subsequent additional information was received that reported during a follow up visit, the health care professional (hcp) called technical services (ts) and discussed about possible causes of the syncopal event. Ts reviewed the presenting electrogram (egm) which showed device appeared to be operating as expected with no alerts or episodes recorded. Additionally, a replacement procedure was performed. This crt-p was explanted and replaced with a new device successfully. No additional adverse patient effects were reported. This crt-p was returned to facility awaiting analysis.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.